Event description:
The hcp reported the patient was diagnosed with meningitis - "has a postive bacteria culture in spinal fluid." A follow up report will be sent when additional information is received.